Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device was returned for evaluation. A filterwire and a non-bsc introducer sheath was returned with the device. The filterwire was inside the sterling catheter and both devices were inside of the introducer sheath. Device analysis noted blood in the sheath and the sterling inflation lumen and guide wire lumen. The filterwire was protruding 60mm out the distal tip and 52cm out of the end of the guide sheath. The catheter was protruding from guide sheath 40.5cm distally and 10.5cm proximally. The sterling and filterwire device were removed from the introducer sheath but the filterwire could not be removed from the sterling catheter. Examination under magnification revealed inner shaft kinks and bunching inside of the balloon and a shaft kink and shaft damage at the exit notch. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that difficulty removing/withdrawing occurred. A 6.0mmx20mmx135cm sterling balloon catheter and a 190cm filterwire ez were selected for use for a right carotid artery stenting procedure. During the procedure, the filterwire was placed. In the event of advancing the balloon catheter, it was noticed that it was impossible to be advanced neither was it possible to retrieve both the filter and the balloon catheter. The devices were removed together along with the long introducer sheath. Upon removal, it was noted that the sterling was kinked. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Event description:
Same case as MDR ID: 2134265-2014-02159. It was reported that difficulty removing/withdrawing occurred. A 6.0mmx20mmx135cm sterling balloon catheter and a 190cm filterwire ez were selected for use for a right carotid artery stenting procedure. During the procedure, the filterwire was placed. In the event of advancing the balloon catheter, it was noticed that it was impossible to be advanced neither was it possible to retrieve both the filter and the balloon catheter. The devices were removed together along with the long introducer sheath. Upon removal, it was noted that the sterling was kinked. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.